Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer?s report was duplicated and attributed to a depleted battery, caused by a software timeout leading to battery drain. The batteries were not returned for evaluation. The main board was replaced as a precaution. The battery returned with device was replaced and scrapped due to being fully drained. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.